Manufacturer narrative:
(B)(4). Batch # m92c8e. The handpiece was received in good physical condition. The handpiece was connected to a test device and tested on a gen11. The device was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and the isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a protocols was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or ncr related to the complaint were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the handpiece was working with the footswitch pedal but was not working manually. No harm to the patient. No consequence on the patient.